Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 20.0 mmol/l (360 mg/dl) less than 24 hours after the pod was activated. The adhesive pad was wet and she could smell insulin leaking. Upon inspection she noticed that the cannula had came out of her skin.